Event description:
New information states that the patient was seen in clinic and an episode of noise was noted on the lead. Noise could not be replicated in office. The lead was reprogrammed. The patient was not symptomatic before or after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. An event of non-sustained right ventricular oversensing was noted from (B)(6) 2019. The egm showed inhibition from noise. Noise could not be replicated in clinic. The patient will continue to be monitored and was stable.